Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 37 was noted during testing. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had an error alarm. Mother stated that the alarm occurred shortly after they changed the set, [probably during a basal delivery. Customer's mother stated that the error alarm was for incorrect drive count/time values or changes. Blood glucose value was 29.0 mmol/l. Customer had not treated yet but did have a back-up plan. After the alert was cleared, the alarm went off again. They were unable to rewind the insulin pump or continue troubleshooting to program an easy bolus. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.